Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, o ring missing noted.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. Customer¿s blood glucose level was 65 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.